Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the defibrillator exhibited myopotential oversensing causing inhibition. On (B)(6) 2017 the patient presented to the clinic and the device was reprogrammed. The patient was in stable condition before, during and post clinic visit.